Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. A shell, 6 screws, head and liner were revised to another shell, liner, screws, and head. Rep confirmed that no further information will be released by the hospital or surgeon.